Event description:
Info received via litigation states that a pt died in 2000 in the recovery room following placement of a boviac catheter and a feeding gastrostomy tube in 2000. The autopsy revealed the cause of death was from the effects of a large amount of granular material that flowed into pt's circulation through their central venous line.